Event description:
It was reported that intermittent occlusion alarms occurred and that the piston appears to be "unable to move platform in cartridge". Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Reportedly, the customer would added more insulin to cartridge so that level was above 80 units and resume insulin delivery to address the issues and the elevated bg.

Event description:
It was reported that ¿the piston on the tandem mobi pump was unable to move platform in cartridge when connected to patient during insulin delivery¿. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by correction injection via manual insulin therapy. Reportedly, the customer continued to use the pump for insulin delivery.